Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer had a high blood glucose level that was in 500 mg/dl. They treated the high blood glucose with the insulin pump. They declined troubleshooting for the high blood glucose. The device will be returned for analysis.